Manufacturer narrative:
Investigation: samples received: 3 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three closed samples and one open sample with only a suture inside the pack (this reference contains four sutures, three of them have been used). Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of all samples received (closed and open) and the results fulfil the requirements of the european pharmacopoeia (ep): 6.73 kgf in average and 6.26 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). We have also tested the needle attachment strength of all samples received (closed and open) and the results fulfil the requirements of b. Braun surgical (bbs): 0.451 kgf in minimum and 0.676 kgf in maximum (bbs requirements: 0.300 kgf in minimum and 1.400 kgf in maximum). We have tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported suture/knot disintegrates during the knotting process. No patient injury or harm. Additional information has been requested, however, not yet received.